Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on one patient on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was automatically repeated on the same instrument. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens headquarters support center (hsc) representative was contacted by the customer. Hsc evaluated the instrument data, that indicated the initial sodium result was flagged with a panic value flag and autorepeated for panic value. The hsc also determined that the sample displayed a low fluid delta that impacted the integrated multisensor technology dilution of the sample. The hsc recommended that the customer review the proper pre-analytical sample handling procedures provided in the tube manufacturers instruction for use. The cause of the discordant sodium, potassium and chloride results is unknown. There was no indication of an instrument malfunction during the event. The customer automatically repeated the sample and successfully checked other lytes. The instrument is performing within specifications. Further evaluation of the device is not required.